Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The door switches were adjusted and the rotor home was re-calibrated. The imaging system passed the system checkout and was functioning as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a clinical case the imaging system pendant stated that the gantry was still open after it was closed. It was noted that a field service engineer (fse) had recommended hugging the gantry to activate the door close sensor with resolution for the clinical case. There was a 10-15 minute delay and no impact on patient outcome.